Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was difficult to charge and the patient had pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.